Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a visual inspection, along with a review of the complaint history, quality control, device history record, and manufacturing instructions of the product was conducted. No images of the extracted locking sleeve were provided, so the device could not be inspected for signs of damage or nonconformity. Manufacturing records were reviewed, and there were no signs the device contained a nonconformity. Quality control records for the catheter lock were reviewed. No anomalies or nonconformities were detected during the quality control inspection. No other complaints have been filed for this device lot. As no product was returned and based on the limited information provided, we were unable to determine with certainty the root cause of this complaint. Per the quality engineering risk assessment (qera) no further action is required. We will continue to monitor for similar complaints.

Event description:
The patient had a vital-port attached silicone catheter placed sometime in 2008 and was removed (B)(6) 2016. When the port was removed, it was subsequently noted that there was a sleeve still left which required a separate procedure to remove.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The patient had a vital-port attached silicone catheter placed sometime in 2008 and was removed (B)(6) 2016. When the port was removed, it was subsequently noted that there was a sleeve still left which required a separate procedure to remove.